Manufacturer narrative:
Evaluation summary the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The sample was returned for evaluation. After performing the evaluation according to procedure, the reported condition was confirmed. The tip of the catheter was detached. The most likely root cause of this issue could be due to a blockage of the vents during manufacturing. A requisition was generated for the mold and maintenance was done to the injection mold. A production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was opened to suction the patient's trach, and it was found that the tip of the catheter was detached in the package. There was no patient involvement.